Manufacturer narrative:
This is a follow-up report to provide the investigation conclusion for 2243471-2021-02506-00. An investigation was performed and no product problem was found. For the five alleged runs, the pcr curve for sars-cov-2 showed a real amplification on the raw pdat data and a clear exponential elevation of the pcr growth curve, thus it could not be confirmed as false positive, additionally three out of the five alleged runs (run # 928, 961 and 1037) were identified as low titer. There was no evidence of a hardware issue nor a tube leakage. All runs showed clear amplification in the growth curve and appear to be real positive samples. The analyzer was performing well and no suspected false results were seen in the data set. It is known limit of detection (lod) samples can produce discrepant results upon repeat testing. (B)(4).

Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for a five patient samples, while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The pcr curve for covid showed a real amplification and a clear exponential elevation of the pcr growth curve, thus it can not be confirmed to be called a false positive. An investigation has been initiated and is ongoing. A supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for five patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Accordingly, 5 mdrs will be filed per the FDA guidance. All 5 samples generated a positive sars-cov-2 result upon initial testing on liat. A retest was performed by recollecting new samples from all five patients and a negative result was obtained for all. The positive results were not released and no harm was alleged. An investigation has been initiated and is ongoing.